Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the physician reported increase in pocket infections after they stopped using the gentamycin flush which was several years ago, around 2018. Agent reviewed with caller the purpose of tyrx antimicrobial envelope. Caller stated physician might not be using tyrx due to past concern regarding cost (B)(6). Caller did not know if prior pocket infections were ever reported to mdt. Agent suggested physician reach out to their local rep to discuss any cost-related concerns about tyrx and review surgical purpose and benefits. Agent provided caller with nas phone number.